Event description:
The surgeon states after the initial surgery the patient's sternum was closed using sternalock blu; he felt the patient was in less pain for the first few days. On post operative day four (4) the patient experienced unexplained cardiac arrest. Cardiopulmonary resuscitation (CPR) was done for 10 minutes with recovery and the sternum was stable. The patient was extubated and sent to recovery. Friday night, they noticed an obvious flail chest. A revision operation was performed, no infection was identified. The plates had pulled through right side of the sternum and tore the bone; the screws were still inside the plates. The left side plates and screws were intact. The top cable had pulled through but the bottom one was intact. The sternum was closed with robicsek weave. The surgeon stated he feels "the system is fine; this was a difficult patient."

Manufacturer narrative:
The warnings in the package insert state migration, bending, fracture or loosening of the implant are possible adverse effects. Without a product return, no product evaluation is able to be conducted. The part and lot numbers are unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of two for the same event, see 1032347-2015-00264.